Event description:
The reporter stated there was a black speck in the bottle and on a cq2015a collamer aspheric three piece lens. There was no pt contact. The doctor did not want to use the lens.

Manufacturer narrative:
(B) (4). Black speck in bottle and on lens. Method - lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and the work order search, a specific root cause of the event could not be determined. (B) (4).